Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: opening crease sharp and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening and a delamination partial of the valve (adhesive failure). Reason for reoperation: deflation.

Event description:
Device was explanted.